Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.

Event description:
Additional information was received stating that no damage to the introducer was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the device bent during insertion of the impella cp. Suction occurred and flows were marginal upon startup. No patient harm was reported.